Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for robotic-assisted laparoscopic therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced recurrence, adhesions, pain, fluid collection, swelling of right groin, brownish thin fluid and seroma. Post-operative patient treatment included orchiectomy with recurrence repair.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for robotic-assisted laparoscopic therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced recurrence, adhesions, pain and seroma. Post-operative patient treatment included orchiectomy with recurrence repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a robotic-assisted laparoscopic right inguinal hernia repair with mesh. The patient had revision surgery 3 months post surgery. The patient experienced recurrence, pain and seroma.